Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing of the device, a failed accuracy test occurred. There was no patient involvement.

Manufacturer narrative:
One device was received used. Not in the original packaging. Decontaminated. Per visual inspection, scratched liquid crystal display (lcd) lens. Per functional testing, ran three accuracy tests, the pump was found to be not within manufacturing specifications. The complaint was confirmed. The root cause was the expulsor. It was unknown what caused the malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replace expulsor. Replaced "uso" seal, optic switch, lcd lens, keypad, yellow overlay "pcea", rear label, flat gear, dual flag gear, and valves. The device passed all functional and delivery tests.